Event description:
It was reported the device exhibited a failed volume test, while the device was being tested. No patient involvement

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and a worn upstream occlusion (uso) seal. There was no evidence to review in the device's event history log. Three accuracy tests were performed. Upon testing, the reported problem was duplicated as the device was over delivering. It was determined the expulsor was the root cause. The expulsor, and the uso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown.